Event description:
(B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release and the patient observed insulin out of the tubing about 1-2 days after changing the set. The issue occurred with one set. No further information available.